Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2019-17687. It was reported that frequent noise has been observed on the atrial lead causing inappropriate automatic mode switch episodes to occur. Noise was confirmed on both polarities and x-ray indicated that there was no loose pin. Programming changes were made. Patient was in stable condition.